Manufacturer narrative:
Sex: corrected from female to unknown.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis and system hazard use misuse analysis. (B)(4). Batch record review of disopa solution was not possible since the lot number was unknown. The fmea (failure mode effects analysis) score for similar patient exposure is below the threshold of 100. The shuma (system hazard use misuse analysis) has been assessed a category I - broadly acceptable risk. Disopa solution is manufactured in (B)(4) and sold exclusively in (B)(4) disopa solution is similar to cidex opa solution sold in the united states. No product was returned. No lot number was available for retain evaluation. The (B)(4) affiliate reported that the facility was unwilling to provide any further information regarding this event. The investigation result for the scope was not provided by the facility. Thus an assignable cause could not be determine.

Event description:
It was reported that a patient's sputum contained non-tuberculous mycobacterium after a procedure where a bronchofiberscope was used. The bronchofiberscope was disinfected in an automatic endoscopic reprocessor (aer) after it was used on a non-tuberculous mycobacterium carrying patient. The bronchofiberscope was processed in an aer (endoclens manufacturered by amano) and disopa solution. The aer was inspected by the manufacturer and no problem was found. The olympus scope was sent to the manufacturer for investigation. No mycobacterium was found from the other scopes which were processed with the reported scope. This complaint is being reported since it is unknown if the disopa solution contributed to the event. Follow-up attempts for additional patient information have been unsuccessful. In the event additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Ni